Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 5 additional reports; 2 for unrelated issues, and 3 for implant loosening. Total for lot number: 5 (B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 77. By product family: 134 (50x smartset hv, 84x smartset mv). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The medical records received on 6 june 2018 were reviewed on 06/27/2018. The patient was revised to address loosening of the tibial base at unknown interface. The cement is depuy cement.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 5 additional reports; 2 for unrelated issues, and 3 for implant loosening. Total for lot number: 5 (B)(6), (B)(6), (B)(6), (B)(6), (B)(6). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 77. By product family: 134 (50x smartset hv, 84x smartset mv). H10 additional narrative: added: h6 (patient) corrected: d3. H6 patient code: no code available (3191) was used to capture surgical intervention.

Event description:
Medical records alleges adhesion.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).